Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported by the health care facility that: "the tip (lug) of the carlens 41 tube was against the balloon and did not deploy during intubation, even with the bronchial fiberscope.".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported by the health care facility that: "the tip (lug) of the carlens 41 tube was against the balloon and did not deploy during intubation, even with the bronchial fiberscope."